Event description:
It was 3am in the morning and my daughter's malem bedwetting alarm short circuited and burnt her in the chest. The batteries leaked from the alarm and on to her clothes. She was in extreme pain from the burns from the alarm. How can a small alarm like this burn a child. It is confusing. Was using batteries supplied with the original alarm and using exactly as instructed in the user manual.